Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Additional contact person from section of ufmw ¿ (B)(6) schueler; phone number (B)(6).

Event description:
A medsun mandatory medwatch report was received which stated: ¿patient was connected to her ambulatory infusion pump with a spiros connected to the clave. Blood backed up into the spiros, and where the spiros was leaking.¿ it was also reported that the original intended procedure was chemotherapy administration, the device failed (e.g broke, couldn't get it to work or stopped working) and the approximate age of device was 1 day. The event occurred at the outpatient treatment facility. There was patient involvement, however, there was no harm reported as a consequence of this event.